Event description:
It was reported that during a urinary organ procedure, the clip would not load normal, it was loaded slowly. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the er420 was nonfunctional. The instrument was cycled and was found to have slow feed due to viscous silicone.